Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 1000mcg/ml at 100mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient had increased spasticity and the managing physician thought there was an issue with the catheter. The patient was scheduled for a normal pump replacement and possible catheter revision was added to the consent. During the procedure they attempted to aspirate the catheter through the catheter access port with the current pump and was unsuccessful. They were unable to aspirate csf and a catheter replacement was done. The reporter was unaware of any factors that may have led or contributed to the issue. The reporter did not know of any diagnostics or troubleshooting performed. The issue was resolved at the time of the event. The patient status at the time of the event was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.